Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2024. The blood glucose level of the patient was high which was treated by correction bolus via pump. The issue occurred with seven types of infusion sets used for one to three hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-07706 - device 5 of 7.